Event description:
The customer reports that the display is intermittent. No pt involvement.

Manufacturer narrative:
The device has been received, but add'l time is required to complete analysis. Upon completion of the investigation, a supplemental will be submitted.